Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock, and the patient also experienced a syncopal event. The device clock was not updated to the real time. The crt-d remains in service. No additional adverse patient effects were reported.